Manufacturer narrative:
(B)(4): evaluation results: endoleak; aortic neck dilatation, pt refused treatment. Conclusions: aortic neck dilatation, pt refused treatment.

Event description:
A aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 5 years ago. Aneurysm morphology at the time of implant was not reported. The pt recently returned for a follow-up and there was report of severe disease progression with aortic neck dilatation. The aortic neck measures 23 mm in diameter at the level of the renal arteries and 12 mm below it is 25 mm in diameter. There was moderate calcification in the aortic neck. It was reported that the pt presented emergently with back pain and a CT was done that demonstrated a proximal type 1 endoleak without stent graft migration. The aneurysm has grown from 4.6 cm to 5.3 cm per a previous CT scan from 3 yrs ago. A few days later, the pt was brought back and an attempt was made to resolve the endoleak with a reliant balloon; however, this was not successful. The decision was made to implant of a palmaz stent or perform an open repair. The pt refused treatment and no further intervention was performed.